Event description:
Failure of staples to close during surgical procedure resulting in peritonitis. 5/21: pt underwent closure of gastric fistula and enteral feedings begun post-op. 5/22: pt c/o pain, returned to surgery, feeding substance noted in peritoneum. Surgeon stated he found "several" staples had not closed.